Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer's site. The cse observed that the tie wraps securing the wiring harness to the pump panel were tied too tightly. The wires in the harness were coming into contact and caused a short circuit. The wire harness was replaced by service. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
The customer contacted siemens and reported smoke and spark coming from a dimension exl 200 instrument when the pump panel door was opened. No flames were observed. There were no injuries reported and no delays in testing. There were no reports of patient intervention or adverse health consequences due to the event.